Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to turn her implantable neuro stimulator (ins) off on (B)(6) 2017 for MRI but was not able to. The patient declined troubleshooting and she indicated that she will call back if she has further issues. No patient symptoms reported.